Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of "low" on the continuous glucose monitor; cause was unknown. Customer consumed carbohydrates and received assistance from wife to administer a glucagon injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.